Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were suspected on fluoroscopy. There were no electrical anomalies. Lead revision was recommended. Physician elected to turn-off the tachy therapy and programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that intermittent sensing and noise was observed. Lead was capped and replaced on (B)(6) 2016.